Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 6.5, retest inratio: 5.8. Pt's target therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Pt has been taking osteoporosis medication. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Inratio precision data provided by end-user lot: date: (B)(6) 2011, 1st inr: 6.5, 2nd inr: 5.8, mean: 6.15, sd: 0.49, %cv: 8.05. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in poc and lab based pt testing. Analysis of the client's data from inratio tests revealed that test result comparison met precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Retain strip testing results met accuracy criteria. Changes in medication can affect inr results and could not be ruled out as a cause for the unexpected results. (B)(4). Action threshold (B)(4) has reached. From (B)(4) 2010 to (B)(4) 2011, there have been (B)(4) therapeutic and (B)(4) normal donor sample tests performed. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. No corrective action required at this time as no product deficiency was established.